Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 980 ventilator did not deliver appropriate tidal volume and the patient was unable to initiate a breath. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se replaced the exhalation flow sensor as a precautionary measure, performed calibrations and extended self-testing on the device and all tests passed.